Manufacturer narrative:
Upon disassembly for visual inspection the top and bottom driveshaft bearings were worn.

Event description:
It was reported that the core impaction drill heated up. No further information was available from the customer.